Event description:
It was reported the patient was not receiving effective therapy. A dye study was done. A revision was performed on (B)(6) 2014. The spinal segment was removed and a new spinal segment was implanted. The physician felt that the catheter may have been sitting anteriorly and may have been the possible cause for loss of therapeutic effect however he wanted the catheter analyzed for possible damage or occlusion. Patient status at time of this report was alive; no injury. The pump was delivering fentanyl, hydromorphone and bupivicaine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was a catheter dislodgement/migration. It was reported that when last reviewed on (B)(6) 2014, the patient had difficulty walking or climbing stairs, and difficulty concentrating, remembering or making decisions. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
The catheter was incomplete and returned in segments. Analysis of the catheter revealed acceptable testing. There was no significant anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.